Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection there were no visual anomalies noted to the catheter. The hub and tip were intact. During functional inspection a 0.023" pin gauge was verified to meet the catheter shaft when inserted into the catheter hub. The microcatheter was flushed, a 0.0158" patency mandrel was advanced through the microcatheter, slight friction was noted and the mandrel got stuck 7.5cm from the hub, the shaft was cut at 7.5cm and it was noted that the shaft was blocked/occluded with what appeared to be polytetrafluoroethylene (ptfe) lining. The 7.5cm section of the shaft was cut open and the ptfe inner lining appeared to have been torn. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed based on analysis. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use and the catheter was flushed to facilitate the guidewire insertion. It was reported the event occurred during aneurysm embolization procedure. At the preparation, when a guidewire was attempted to insert into the subject microcatheter, strong resistance was encountered at the hub and made it difficult to inserted. Thus, the subject microcatheter was replaced with a new one, then the same guidewire could be inserted and advanced without any issue. There was no patient risk as the event occurred outside the patient during preparation. Additional information received from the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and the catheter was flushed prior to inserting the guidewire. The device was returned for analysis, and it was noted that the catheter shaft was intact. A 0.023" pin gauge was verified to meet the catheter shaft when inserted into the catheter hub. The microcatheter was flushed, a 0.0158" patency mandrel was advanced through the microcatheter, slight friction was noted and the mandrel got stuck 7.5cm from the hub, the shaft was cut at 7.5cm and it was noted that the shaft was blocked/occluded with what appeared to be ptfe lining. There is no risk to the patient as the event occurred outside the patient during preparation. Based on a review of all available information and the analysis of the returned device it is probable that the ptfe inner lining peeling was damaged when inserting the guidewire. If force was applied when inserting the guidewire, the ptfe inner lining may have been damaged. The reported event 'catheter hub friction' as well as the analysed events: 'catheter shaft friction', 'catheter shaft blocked/occluded' and ¿catheter ptfe inner lining peeling' will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
The subject microcatheter was returned for analysis and the device investigation revealed that subject microcatheter polytetrafluoroethylene (ptfe) inner lining was peeling. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.